Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no appearance of any physical damaged. During analysis, the reported issue regarding check clutch error was unable to be duplicated during occlusion test. Service replaced leadscrew and clutch halves for preventive of check clutch error. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was unconfirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a clutch error was experienced. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified check clutch error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.